Manufacturer narrative:
Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use that there was detection of a cracked hub of the bd¿ needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: bd was provided with a photo for evaluation. Our quality engineer reviewed the provided photo and determined that there appeared to have been lines on the ears of the hubs. However, there was not enough visual evidence for the engineer to determine if they were cracks or normal knit/flow lines from the molding process. Based on the photo evaluation our engineer was unable to verify the reported defect. Since the defect was not verified we were unable to determine a root cause and no corrective actions could be identified. A review of the device history record revealed zero related defects found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before use that there was detection of a cracked hub of the bd¿ needle. There was no report of exposure, injury, or medical intervention noted.